Manufacturer narrative:
This report was submitted erroneously under the incorrect MFR number. It will be recorded under MFR 1825034. Please void the initial report.

Event description:
No additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10. D4: UDI # (B)(4). Complaint sample was evaluated and the reported event was confirmed. Verified item lot combination and reviewed manufacturing date as psn pk fem impactor pad lot 63821194. Exhibits signs of repeated use (nicked or gouged) and is also fractured, not all pieces returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that impactor head for femoral compost broke during femoral implant implantation.